Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that yesterday the patient¿s pump was determined to be flipped. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on (B)(6) 2022 to fix the pump. During the procedure, the pump was flipped back and sutured down. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.